Event description:
A response received from bmet equipment technician valerie barnhart on 2021 via email with the following information: the problem was first noted before the procedure (name and type unknown). There were no other devices involved in the event and no delay in the procedure. The procedure was completed with the same device. The product will not be returned to olympus as the issue was resolved, how it was resolved was unknown. A scope was used with the device model and serial number were unknown. There was no patient impact. Unknown if the device was inspected prior to use and if the settings or connections were checked. There was no residue found in the electrical contacts or optical connecting parts.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: b5, g3, g6, h2, h4, h6, and h10. The device was not returned to olympus for evaluation. The customer reported that this issue was subsequently resolved, but the method of resolution is unknown. It is likely that there was a user error in connecting the scopes with the light source or there was an issue with the scope itself, and not the light source as reported. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
It is unknown if the device will be returned. Olympus technical assistance center personnel spent time with the customer explaining some trouble-shooting options. Customer was able to identify that only the device on the mobile cart was experiencing issues. Customer intends to follow up with olympus personnel once more trouble-shooting can be performed on the identified device. If additional information should be provided prior to the investigation conclusion, a supplemental reporter will be submitted.

Event description:
As reported, the evis exera iii xenon light source displayed a b30, scope communication error with 2 scopes. There was no patient harm or consequence reported as a result of this event.